Manufacturer narrative:
(B)(4). The explanted product was not returned to neuropace for analysis.

Event description:
On (B)(6) 2020, the patient presented with wound drainage and swelling. On (B)(6)2020 the patient underwent an explant of the neurostimulator and leads. Treatment included vancomycin via PICC line. This was diagnosed as a superficial incisional infection. The patient has recovered from the infection.